Event description:
Philips received a complaint from the v60 ventilator displayed error code 110d proximal pressure sensor range error in the history log. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customers v60 ventilator had a 110d error code displayed in the history log. The biomed reported that they were unable to duplicate the issue. The rse recommended to power on the device in ventilation mode to reset the proximal pressure sensor. It was then reported that the biomed ran the device for 24 hours, and did not find any issues with the device.

Manufacturer narrative:
This report is being submitted as a correction in response to corrective actions taken by the legal manufacturer. The manufacturer site number was incorrectly selected resulting in incorrect report numbers. A new MDR with the correct manufacturer site selected has been submitted under manufacturer report # 2518422-2023-17036.